Event description:
A customer reported a malfunction on their pump, identified by a malfunction code of malf 4, with fault ID 0x2072. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, provided instructions on returning the faulty pump, and advised on programming and connecting the new pump. The customer acknowledged all instructions and the replacement process was completed without the need for a delivery signature.